Event description:
Boston scientific received information that this device delivered two bursts of anti-tachycardia pacing (atp), followed by six shocks, resulting in therapy exhaustion. It was noted that the combination of atrial fibrillation, a stable rhythm and gradual increase resulted in the inappropriate shocks. The physician was to determine next steps for the patient. No other adverse patient effects were reported as a result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.